Manufacturer narrative:
The reported events were lead dislodgement and low r-wave sensing. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The full helix extension was within specification. The reported event of low r-wave sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During a follow-up in clinic, a decrease in sensing threshold was noted on the right ventricular (rv) lead due to suspected microdislodgement. X-ray imaging was performed, however, no anomalies were observed. The rv lead was explanted and replaced. The patient was stable.